Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited intermittent noise on the atrial and shock channels which resembles myopotential noise. Additionally, there have been several atrial pacing impedance measurements from 460-480 ohms which is below the normal impedance range for this lead. A boston scientific technical services consultant documented the clinical observations and recommended further troubleshooting. No adverse patient effects were reported.